Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The customer stated a cell-dyn emerald analyzer generated a no memory available error. An abbott field service representative (fsr) replaced the cpu and pre amp board. Upon restarting the analyzer a minimal amount of electrical smoke was seen coming from the area that was just serviced. The fsr immediately powered down the analyzer. The fsr was wearing proper protective equipment and no injuries were reported. The fsr installed a second cpu and pre amp board without incident. There was no adverse impact to patient management reported.